Manufacturer narrative:
The device, which is used for treatment, remains implanted and therefore is not available for analysis.

Manufacturer narrative:
The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Vasoplegic syndrome is a state of endothelial dysregulation resulting in persistent hypotension and low systemic vascular resistance despite adequate fluid resuscitation and vasopressor administration. It is associated with cardiac pulmonary bypass, severe sepsis. Vasoplegic syndrome and infection is a known potential adverse event associated with the implantation of the heartware® system as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Although a definitive conclusion cannot be made regarding the source of the reported infection, due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. The pump hw4430 was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller log files confirmed the increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made regarding the source of the reported infection, due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
While in the hospital seven days post pump implantation, there was an increase in power and flow starting at 3am. The patient had stomach pain, hot flashes and vomiting with mean arterial pressure (map) in the 50s. The map dropped to the 20s at around 8pm with critical pt/ptt and sodium level. The patient was on heparin and had been on coumadin and 325mg asa for a few days. The inr was 1.8. The following day liver function tests (lfts) and ldh were elevated and the inr was 4. Echocardiogram was normal except that the av was opening with every beat, whereas previously it opened intermittently. The patient was transferred to the ICU with placement of an arterial line and treated for vasoplegic syndrome with 1000cc fluid bolus, vasopressors (epinepherine and dopamine) and calcium administration. The milrinone was increased from 0.5 to 1.0. Maps were in the 50s. Other than nausea the patient was reported as being "ok". The site suspected sepsis. Two days post onset of symptoms the "patient was better" but had more hot flashes that night and around 3am. There were no positive cultures; however, treatment of suspected sepsis was initiated with zosyn and vancomycin. Cta was negative. The blood pressure was improved with continued support. The coagulopathy was being treated and the patient's urine output increased. Neurologically the patient was normal and never required intubation. The pump parameters remained the same. Four days post onset of symptoms the patient had normal blood pressure and was off all vasopressors. Pump flow returned to 5 liter range and ready for discharge from ICU to the step down the next day. Five days post onset of symptoms the patient was ready for discharge from the ICU to the stepdown unit on milrinone, lisinopril, heparin and lipids. The heart rate was 104 with a map of 67. He was then discharged to the stepdown unit off all IV support eleven days post onset of symptoms with discharge from the hospital anticipated soon.